Event description:
Procedure type: lobectomy. According to the reporter: after firing, the black return knob was pulled back completely, but the knife would not return. According to surgeon, when she squeezed the handle to close the jaws, she felt like the cartridge was not connected firmly and the jaws did not close completely. The tissue was grasped and cut additionally to remove the device and sutured by hand. No bleeding occurred. Nothing fell into the pt cavity. There was no harm to the pt. Operative time was extended more than 30 mins.

Manufacturer narrative:
(B)(4).